Event description:
Healthcare professional reported, use error. The device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted. Healthcare professional reported use error.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Use error : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture and " nodular images with fatty hilum in relation to lymph node". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.